Event description:
A pt with colostomy and severe prolapse underwent a laparoscopic closure of colostomy. Intra-operatively, there was much difficulty in inserting the device to the rectal stump. The 'fellow' surgeon was applying an extremely high level of force to insert the device into the rectal stump. After several attempts, dilators were introduced. The surgeon considered aborting and giving a permanent colostomy at this time. One more attempt was made and the new staple line at the rectal stump could be reached. The anvil from the proximal colon was attached laparoscopically and the device closure begun. An audible crunch sounded as usual, but the red safety handle would not release. The surgeon attempted to close the device further, but was met with resistance. After several attempts including forcing the knob a little further, the red safety handle released. However, the gray handle did not appear to budge. After few add'l attempts, the surgeon decided to remove the device by cutting the proximal colon just above the anastomosis. Upon separating the ring and anvil, it was observed that the pins and ring were distorted and bent. Pt prolapse issue was corrected and permanent colostomy given.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; 3005278776) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device's production history files were reviewed, indicating that the device was released pursuant to its specs. The ring and the applicator were available for eval, both demonstrating an unusual deformation. This display was consistent with the description of the event, indicating exertion of an extremely high level of force during the attempts to insert the device into the rectal stump. As indicated by the company rep who attended the procedure, this may be related to the presence of mucus plugs, which are common in colostomy closure patients and require an enema or retrieval. The event was successfully simulated during the investigation, further demonstrating that the most probable cause of the event was the forceful manipulation of the device and thus its misuse.